Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that after the patient fell on the back of his head, he no longer has any hearing sensation with his ci. Testing shows all channels with status hi.